Event description:
The patient had a medical history of chronic obstructive pulmonary disease requiring the use of a oxygen concentrater device. The patient was found expired in her locked apartment with the length of nasal cannula oxygen tubing burned and melted still attached to her nose. Apparently, the patient was a heavy smoker and it is surmised that the act of smoking cigarettes resulted in an entire length of nasal canulla tubing being burned and melted.